Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector alarm failed to reset. The user reported there was no air present in the tubing, but an error message continued to appear and the alarm would not clear. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.